Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the scs ipg as recommended. Consequently, the ipg battery depleted. Follow up identified the patient's scs ipg was replaced with a new one.